Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trail, that during the procedure in 2008, a 3.0 x 23 mm xience v stent was deployed in the proximal left anterior descending (lad) lesion, and a dissection occurred. The dissection had to be retreated with an additional bailout stent, a 2.75 x 12 mm xience v stent. No additional event or patient information is available.

Manufacturer narrative:
Dissection, in the IFU, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel, requiring additional intervention. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.